Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing a scar after a pod was worn on the abdomen for an unspecified duration. The patient further noted that blood glucose levels were elevated in the 400 mg/dl range during wear and remained elevated despite removing the pod and managing with a manual backup insulin method. The patient reported discontinuing omnipod use, stating that it did not fit her lifestyle, and declined to provide further information regarding the event. This event is being reported due to the development of a scar attributed to pod wear. No medical intervention was reported regarding the elevated blood glucose levels.